Event description:
It was reported that this event involved a male pt in his (B)(6). The catheter was inserted in the operating room via left internal jugular vein as this dialysis pt was coming to the hospital for a kidney transplant with allergies to chlorhexidine. After insertion of the catheter, the pt's blood pressure dropped and air pressures elevated. The physician was able to resuscitate and stabilize the pt with three doses of epinephrine and vaso-active drugs. Two hours were required to resuscitate and stabilize the pt before the kidney transplant could begin. After the physician stabilized the pt, the kidney transplant case proceeded as planned and the pt survived. Successful placement of non-coated cook catheter was made. Medical intervention was required to stabilize the pt following anaphylactic reaction to chlorhexidine.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.